Event description:
Consumer reports meter is not accurate. Analysis run on clark error grid using mean avg. Reading (61) as ref. Point v. Bd reading (29, 92) yielded data points in the d range of the grid outside acceptable limits.